Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying an er2 error message. Per the onetouch ultra usermini guide this error message could be caused either by a used test strip or a problem with the meter. On (B)(6) 0211, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began approximately 4 days prior to contacting lfs for assistance. It is unknown what medications the patient takes to manage her diabetes. She claimed that she developed symptoms of "dizziness and shaking" on an unspecified date/time after the alleged issue began. It is unknown whether she sought any medical intervention as a result of her symptoms. At the time of troubleshooting, the cca noted that subject meter was not being used for the first time. The patient was using the correct test strips, but the patient was not following the correct testing process. The alleged issue was resolved at the end of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The products involved with this complaint have not yet been returned to lifescan for product analysis evaluation. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k061118.